Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted left thoracoscopy with left upper lobectomy, while pulling out the device on the patient, the specimen bag ripped along the seam. The specimen was placed in a retrieval bag and was able to be retrieved by using a rib spreader to gently spread the ribs. The bag was inspected and all the parts were accounted for surgical site check to ensure that there was no retained bag in place. There was no patient injury.